Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients drg system did not provide effective therapy. Surgical intervention was undertaken on (B)(6) 2021, where the entire system was explanted and replaced with an scs system.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.